Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown, pain, dysphoria, and hypoplasia. Device remains implanted.

Event description:
Medical safety review determined the events of hypoplasia and scar tissue contracture are not complaints against the device. The event of "deformity" will be captures as visibility/palpability, and the event of "breast dysphoria" will be captured by not device related depression. Previous medwatch submission noted capsular contracture. Upon further information, allergan has determined that the event of capsular contracture did not occur and will be unreported.